Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the delivery system was entrapped or bent within the anatomy such that the ratchet was unable to properly engage the stent resulting in resistance advancing the thumbslide; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat the distal right superficial femoral artery (sfa) and popliteal with mild calcification. The 6.0x150 mm supera self expanding stent system (sess) was advanced to the target lesion. However, the physician experienced some resistance when advancing the thumb slide during deployment. The stent was deployed in the target lesion despite the difficulty advancing the thumb slide. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.